Manufacturer narrative:
Upon visual inspection, the right angle head on the device was found to have separated from the handle as the pins had fallen out. The device was repaired and returned to the user facility.

Event description:
It was reported that during a procedure the pin fell out of the radiolucent right angle drive and that it was broken in two. It was reported that nothing fell into the surgical site and that the procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure the pin fell out of the radiolucent right angle drive and that it was broken in two. It was reported that nothing fell into the surgical site and that the procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.